Event description:
Information was received from the healthcare provider of a patient implanted with a neurostimulator. It was reported that the patient indicated the device was not working properly. The healthcare provider wanted a manufacturer representative to check it out. No impedance measurements had been taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.